Manufacturer narrative:
All available information was investigated, and the reported expulsion (ccd) could not be replicated in a testing environment. Additionally, a gripper arm was observed bent, and the clip cover was frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 4 was due to the clip expulsion. The cause of the reported expulsion (ccd) associated with the clip expulsing to the aorta could not be determined. The observed deformation due to compressive stress associated with the bent gripper arm, and the observed material frayed associated with the frayed gripper cover, appear to be due to circumstances during removal from anatomy (clip removed via snare). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report complete clip detachment it was reported that a on (B)(6) 2023, a mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr), with prolapse of the posterior leaflet, and flail. Two clips were implanted with no reported issue, reducing mr to grade 2. On (B)(6) 2023, additional mitraclip procedure was performed to stabilize single leaflet device attachment (slda) and reduce recurrent mr. The clip had detached from the posterior leaflet. One clip was implanted with no reported issue, reducing mr from grade 4 to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, the patient returned to the hospital and echocardiography showed the implanted clip had embolized, causing mr to increase to grade 4. The clip was found in the aorta. The clip was removed via snare. No additional information was provided.